Manufacturer narrative:
Follow up information was received from the contact on (B)(6) 2017 stating that the customer's bg level had lowered to target range after the last site change on (B)(6) 2017 and that the pump is being used for both basal and bolus therapy and bg level has remained in target range no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 526 mg/dl since a new cartridge, tubing, and site change. The customer changed the site and took manual injections. At the time of the call, bg level had decreased to 308 mg/dl. The customer changed the site for the 3rd time and inserted it in a different location. During troubleshooting with tandem technical support, it was noted that the pump time was off by 1 hour. The contact stated that they had not adjusted the pump time during the last time change. The contact updated the pump time to the correct time during the call. The contact stated that the pump would be used for basal therapy and that bg levels would continue to be monitored and correction boluses would be delivered via manual injections until bg levels normalize.